Event description:
The user facility reported that a 71-year-old male patient implanted with the impella 5.5 for mechanical circulatory support had a crack in the purge sidearm filter. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge sidearm crack/ purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the purge sidearm crack/ purge leak was sidearm filter damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.